Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy procedure, the patient experienced a conversion to open surgery. The issue occurred six hours into the procedure during dissection of the pancreas when vessels connected to the spleen were also dissected. Per the site, this vascular dissection is considered a part of surgical technique. However, the spleen was left without perfusion and a splenectomy had to be performed. The spleen could not be accessed due to the tissue being too fragile and delicate, and the surgeon made the clinical decision to convert to open. The surgeon believes patient anatomy caused or contributed to the complication and had anticipated the possibility of converting or aborting. The patient tolerated the conversion and did not experience any further complications. The procedure was not prolonged by this issue. The patient did not experience post-operative complications. The patient was discharged 5 days after the procedure with no further complications. Per the site, there was no system malfunction. The system had been inspected prior to use and no issues were noted during set-up.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log cannot be performed because the system logs are not available at this time. The system was not connected to onsite.